Event description:
It was reported that ¿before¿ she would have 2 to 4 ounces of medication left over at refills, but then she had 6 to 10 ounces, and was having to use her oral medication, oxycodone. The patient was concerned due to the volume discrepancy. There were no pump medications, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).